Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant attempt the right ventricular lead was not able to be placed successfully due to patient anatomy and condition. The lead was removed and replaced with an active fixation lead. No patient complications were reported as a result of this event.